Event description:
The customer reported failure to capture 12-leads ECG. There was no report of pt impact.

Manufacturer narrative:
(B)(4): the customer reported failure to capture 12-lead ECG. There was no report of pt impact. The philips field service engineer (fse) evaluated the device. The fse confirmed the symptom and resolved the malfunction by replacing the printer.